Event description:
It has been reported to co that following the insertion of this device into the artery, as the physician attemped to remove the dilator, it appeared as if the gasket of this device had dislodged. Manual pressure was applied with no further consequences to the pt noted. The device is being returned for co's analysis.